Manufacturer narrative:
Unit received with minor scratched lcd window, cracked case(battery tube), broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test and unable to lock reservoir in place due to broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring of the insulin pump was broken completely off. The customer¿s blood glucose level was 80 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for analysis.